Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
There were no particular changes to patient condition or anticoagulation status that may have contributed. CT images were not available. There were no particular symptoms. The eogo was resolved post surgical intervention.

Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected. Section g2: report source corrected. Section h1: type of reportable event corrected. Section h6: health effect - clinical code and health effect - impact code corrected. Manufacturer¿s investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) could not be confirmed through this evaluation as no images were available, and the device remains in use. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log files appeared to show the system operating as intended at the set speed with no notable events or alarms captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. A is currently available. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that surgical intervention was performed on the patient due to extrinsic outflow graft obstruction (eogo) on (B)(6) 2025. The patient had a seroma between the graft and the bend relief on (B)(6) 2025 and underwent surgical intervention, as eogo was confirmed on contrast enhanced computed tomography scan. Log files were reviewed, and they did not display any unusual events regarding pump function. 102 pulsatility index (pi) events were captured in the event log file. There were no other unusual events seen within the log files. The mechanical circulatory support equipment was operating as expected. Additional information provided that on 08apr2025, the patient had outflow graft failure/malposition, specifically stenosis. Action taken included releasing the stenosis via surgical procedure. On (B)(6) 2025, they were readmitted for failure/expected treatment of the equipment (admission of periodic inspection in 5th year). Cardiac surgical procedures were performed to treat the patient's wound and release the stenosis.